Event description:
Customer reports the lancet does not retract into the softclix lancet device after firing. No adverse event reported. Requested return of suspect device and replacement was sent. No indication given as to where issue was discovered.